Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement and self tests. No physical damage / crack or bleeding lcd glass was noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the display had a spot of ink and was scratched. The customer's blood glucose level was unknown. No further details were provided.